Event description:
Four mos after uae, started to experience severe pain in back, crease between right leg and vagina, and pelvis. Foul odor. Has constant problems with constipation. Kidney problems also suspected. Unable to function normally due to unrelenting pain and odor. Fibroid size unchanged. "I am worse off now than I was before I had the procedure."